Event description:
I had the true results 10cc lapband put in around my stomach (B)(6) 2004. After year and half I had problems keeping food down (throwing up) and bad acid reflux day and night plus aspiration at night. Had several untighten and tighten by saline injections with no help. Problems never went away the whole time I had the lapband. On (B)(6) 2015 my lapband completely failed me. No restrictions and something was wrong. Had lapband taken out (B)(6) 2015. The doctor told me lapband slipped up off my stomach onto my esophagus causing massive swelling.